Event description:
It was reported that the patient had a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no issues that occurred. The next day the patient had a cerebral vascular accident. The physician gave the patient tissue plasminogen activator (tpa). The patient was experiencing left sided weakness throughout their entire body. Tpa started to work and they gave the patient a cat scan which revealed that the patient had a metastatic lung cancer that nobody knew about prior to the procedure. The patient is still in the hospital and their vitals are stable. It was further reported that there was no change to the seal of the device. The patient was placed on palliative care and has since passed away due to the late stage cancer that was discovered.

Event description:
It was reported that the patient had a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no issues that occurred. The next day the patient had a cerebral vascular accident. The physician gave the patient tissue plasminogen activator (tpa). The patient was experiencing left sided weakness throughout their entire body. Tpa started to work and they gave the patient a cat scan which revealed that the patient had a metastatic lung cancer that nobody knew about prior to the procedure. The patient is still in the hospital and their vitals are stable.